Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient received a pacemaker after going into complete heart block during a gallbladder surgery the week before. The patient came to the implant procedure with a temporary pacing wire already in place. The implant of the permanent pacing system was successful. It was reported the patient coded that night and subsequently died. The field representative reported the staff said the device was pacing appropriately. Further information was provided that the patient remained hospitalized between the gallbladder surgery and the permanent pacemaker implant procedure. It was reported that it appeared the patient's death was unrelated to the implant procedure. It was suspected that the patient may have had a pulmonary embolism (pe) when first moved from the bed to the chair. The pe may have been the result of being on bed-rest for the weekend (prior to the device implant) with the temporary pacing wire in the right femoral vien. It was noted that the patient was not anticoagulated nor were there lower extremity compression devices to maintain venous circulation while lying flat for this duration. The field representative had no access to the death record or the documented cause of death.